Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during cori assisted tka surgery, when placed at the finish screen to assess how the trials fit, the surgeon said there was too much rotation on the femur, and he wanted to take more distal femur to help to correct it. They went back to the planning screen to make the proper adjustment, and went on to bur the distal femur, but once they burred away the green, the lug holes did not show up to be able to bur. The software glitched. The surgeon was unhappy and decided to do a manual procedure, and almost entirely redid the surgery. The procedure was resumed, after a non-significant delay, with a change in the surgical technique. No injury was reported as a consequence of this issue. Patient is doing well.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. In the provided screenshots, no femur bone is visible on the femur bone removal screen. The observed rotation is likely a result of the bone registration process and modifications made during the initial planning phase. About the lug hole visibility, the screenshots show that they were in the "bur all" state on the screen where they indicated there were no lug holes, but that lug holes are not necessary/included when using bur all. When returning to the planning screen and then proceeding to cut, they may have unintentionally proceeded with bur all rather than their intended workflow using a cut guide. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. (Real intelligence cori for knee arthroplasty user manual d500230, rev g). The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with user technique/variance. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.